Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had an inferior vena cava filter deployed for anticipated bed rest following severe trauma. The right groin was prepped and draped in sterile fashion. Access was gained and a vena cavogram was performed demonstrating a normal sized vena cava. The filter introducer sheath was advanced to the lower ivc and the filter was successfully deployed in an infrarenal location. Follow-up vena cavogram confirmed filter placement. The patient tolerated the procedure well. The patient was discharged from the hospital in stable condition forty-two days post filter deployment. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: a sample evaluation could not be performed as the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the lowest renal vein. No deficiency was reported within the medical records. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter allegedly perforated the ivc. The vena cava filter was successfully retrieved percutaneously. The patient alleged to experience chest pain, respiratory problems and heart issues. Based on a review of the medical records received, it was reported that a vena cava filter was deployed successfully in an infrarenal location following severe trauma. The patient tolerated the procedure well and was discharged from the hospital forty-two days post filter deployment. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient had an inferior vena cava filter deployed for anticipated bed rest following severe trauma. The right groin was prepped and draped in sterile fashion. Access was gained and a vena cavogram was performed demonstrating a normal sized vena cava. The filter introducer sheath was advanced to the lower ivc and the filter was successfully deployed in an infrarenal location. Follow-up vena cavogram confirmed filter placement. The patient tolerated the procedure well. The patient was discharged from the hospital in stable condition forty-two days post filter deployment. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter allegedly perforated the ivc. The vena cava filter was successfully retrieved percutaneously. The patient alleged to experience chest pain, respiratory problems and heart issues. Based on a review of the medical records received, it was reported that a vena cava filter was deployed successfully in an infrarenal location following severe trauma. The patient tolerated the procedure well and was discharged from the hospital forty-two days post filter deployment. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6(patient, device, method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has been removed percutaneously. The current status of the patient is unknown.